Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a problem with the vertical lift switch of the system during a case. No pt injury was reported.